Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unresponsive despite a restart through the mobile application, and a replacement ilet was shipped to the user. Symptoms included no patient symptoms. Outcomes included no clinical impact or medical intervention. Investigation included device replacement and plans for return evaluation. Investigation of this case revealed a suspected device display malfunction consistent with a touchscreen or display interface failure. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or hardware malfunction of the display assembly.